Manufacturer narrative:
After the event there was a request to a draeger field service technician but not yet ordered by the hospital. A part of the device log (screenshot of the service screen) was provided - the analysis by manufacturer's device expert revealed that several different battery related error codes (leading to alarm and failure messages) were recorded over a period of time. With foregoing wear status of the battery, the ventilator finished the (daily) pre-use check in non-functional state; the device can only be put into use then when the user acknowledges the restriction. So, it must be concluded that the battery related device tests have been ignored by the user. Furthermore, it must be clearly emphasized that the instructions for use (IFU) of the device clearly indicates that batteries are subject to maintenance and must be exchanged according to the defined intervals requested in the IFU. The affected device was manufactured in march 2020 =; its status or history of maintenance is unknown to the manufacturer. Finally, the manufacturer concludes that the reported problem was primary related to use error(s) - fail of maintenance, i.e. Exchange of wear and tear parts and further use against failed device checks over a period of time. The actual status of repair and further use/service of the device is unknown to the manufacturer.

Event description:
It was reported that during use on a patient the ventilator screen suddenly blacked out and the device automatically rebooted twice. The patient was then connected to a spare device - no injury or serious impairment of patients state of health was reported.